Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from vitros pv I lot f6662 samples using two different vitros na+ slide lots on a vitros 250 chemistry system. The assignable cause of the event is user error, in configuring a user-adjusted slope on the vitros 250 system. Acceptable vitros na+ performance was obtained after removing the user-adjusted slope.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected sodium (na+) quality control results that were obtained using vitros na+ slides tested on a vitros 250 chemistry system. Vitros na+ slide lot 4224-1010-8027. Pv I f6662 result of 240 mmol/l vs. The expected result of 118.1 mmol/l. Vitros na+ slide lot 4226-1025-5113. Pv I f6662 result of 210 mmol/l vs. The expected result of 118.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros pv I fluid is a non-patient fluid. The customer did not process patient samples as the vitros na+ quality control result was outside of the expected range. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).